Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that the brady lead was not successfully implanted in the left bundle branch (lbb) due to straightening of the helix when physician tried repositioning the lead. The lead will not be returned for analysis.